Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles noticed during filling the reservoir. The customer¿s blood glucose level was 232 mg/dl at the time of incident. The customer also stated that the insulin pump had no delivery alarms. The customer was assisted with troubleshooting and reported that the event was resolved by complete set change. The customer was also reported that they having difficulty to pull the plunger down. The reservoir will not be returned for analysis.